Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and seroma.

Event description:
Patient reported implant contracture with seromas in its deep folds, the greatest lenticular shape along the back of the implant confirmed via CT us. This record is for a left side. Device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: crease/folding of implant: not observed. Capsular contracture: unable to observe since it is not related to the device. Necrosis: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a4, b5, b6, d6b, h6.

Event description:
Patient later reported "violation of the integrity of the implant"; "capsular contracture grade ii"" via MRI. Later reported fibrinoid necrosis masses. This record is for a left side. Device was explanted.